Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2014 with the following findings: cs 088-85b3 was verified in black box and history. No alarms during investigation. Opened pump. Removed display. Corrosion on u32 and surrounding components. No visible moisture from the exterior of the pump. The display was faded and pink. All of the buttons were intermittent. There was no damage to the keypad. Evaluation revealed that there was contamination under the button contacts. (B)(4).